Event description:
The device was used during a laparoscopic appendectomy. Reportedly, the instrument misfired and the staples did not form properly. The surgeon performed a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.